Manufacturer narrative:
The device was not returned for evaluation. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose reached over 400 mg/dl while wearing the pod between 36 and 48 hours. The patient's cannula came out from the leg. For treatment, tried to administer corrections and eventually after removing pod administered 5 units of insulin using a syringe. The patient was at school and he wears a dexcom system, along with the omnipod system to administer insulin. School nurse and father started getting alerts around 8:45 am that patients bg (blood glucose) levels were increasing. The school nurse tried to do a correction using the pdm to bring down patient's bg levels and as the hours passed the school nurse continued to try and do corrections to bring down bg levels. At 12:40 pm, patient went to school nurse and the school nurse noticed the cannula was not in the skin. Patient was wearing the pod on his thigh and he indicated when he bumped it or touched it, he felt a stinging pain, nothing to bad though. When the school nurse noticed the cannula was not inserted in the skin, she removed the pod and drew out the insulin from pod and gave the patient 5 units of insulin to help bring down bg levels. The school nurse also activated a new pod and then the nurse discarded the pod into the school trash. Patient presently feels ok and his bg levels are normal. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6).